Manufacturer narrative:
The device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt's pump was emergently exchanged due to thrombus. Add'l info surrounding the pump exchange was requested, however, the hosp responded stating that they decline to provide more info.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: the pt presented to an (B)(6) ER with cough and sob; was transferred to (B)(6), upon arrival had an hgbn of 229 mg/dl and an ldh of 1259 iu/l. The patient was de-compensating, becoming more short of breath, and the lvad pump continued to have transient power spikes to 10 watts.

Manufacturer narrative:
The pump was returned to the manufacturer assembled with the driveline cut approximately 11¿ from the pump housing, and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow conduit (outflow elbow, outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Examination of the pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This clot¿s lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball, as well as the contact marks observed along the tapered portion of the rotor, suggests that it was present while the pump was supporting the patient. A root cause for the formation of this clot could not be conclusively determined through this evaluation. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope, and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.